Event description:
It was reported that during a left superficial femoral artery (sfa) stenting treatment procedure, stent tracking difficulties and stent damage occurred. The lesion being treated was 80-90% stenotic and non-calcified. The intended stent implantation site was the distal left sfa which was 5 mm in diameter and non-tortuous. The physician used another MFR's 0.035" hydrophilic guide wire and 6f introducer sheath via a right groin access site. The physician predilated the lesion with a 5x60x135 sterling balloon, but experienced difficulties navigating the sentinol 6x79x1350 self-expanding nitinol biliary stent system through the sheath. The stent delivery system traveled contra-laterally to the common iliac bifurcation and then became locked up on the guide wire. The pt remained asymptomatic during this event. The physician removed the stent delivery system and discovered that the stent was partially deployed. He subsequently used another sentinol self-expanding nitinol biliary stent system of a different size to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".